Event description:
A pump declared an alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite technical support assisting in loading a new cartridge, the issue persisted, and the pump required replacement. Consequently, the customer used an insulin pen as a backup while the pump was replaced under warranty.